Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. The camera iris stops were calibrated and the interconnect cable was also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.